Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine check, this patient¿s device and left ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Reprogramming was done and the impedance measurements decreased into acceptable range. The cause of the impedance issue is unknown and the device continues to remain implanted and in service. No adverse patient effects were reported.